Manufacturer narrative:
(B)(4). Batch #: p91t04. Investigation summary: the device was received with no apparent damage. It was connected to a generator and resulted in a "replace handpiece" alert screen displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a power to ground short circuit condition at the cable level, affecting the functionality of the handpiece. In addition the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. No conclusion could be reached as to what caused this issue. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device did not function. No further information available.